Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer stated when they filled tubing is when alarm occurred. The customer's blood glucose was unknown. The customer stated the alarm occurred during the rewind/prime sequence. The customer stated the pump will be replaced.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test. No prime alarm, button anomaly or unexpected pump restart noted during testing. The insulin pump passed self-test, test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.